Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approved software. Visual inspection has been performed on the sensor tail, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. Sensor was de-cased and linearity test was performed using libre 3 fr4 pcba (printed circuit board assembly) test fixture while the reader was wrapped in aluminum foil (to simulate signal loss) and signal loss message was observed. The sensor was scanned with reader to re-establish ble connection and then placed 20ft (6.1m) from the sensor and signal loss message was displayed. A visual inspection was performed on the returned puck and did not observe any evidence of misuse or abnormalities. Attempt to extract data from returned puck and observed sensor state returned in sensor state 8 (abnormal termination). Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Signal loss messages or alarms did not observed during testing, indicating the puck was fully functional. No product malfunctions were observed during investigation. Therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 12, os version 16.6, app version 3.4.0.7228. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced sweating and trembling and was unable to self-treat, and was in contact with a healthcare professional who provided the customer juice (sugar supplement). No other treatment or medication was reported. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced sweating and trembling and was unable to self-treat, and was in contact with a healthcare professional who provided the customer juice (sugar supplement). No other treatment or medication was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The requested product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.